Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as 2134265-2011-01120. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The lesion and anatomy details are unknown. The floppy rotawire guide wire was advanced to the lesion. The rotablator burr was loaded on the guide wire, and during platforming outside of the body the guide wire became caught up inside of the catheter. The guide wire started spinning and the guide wire fractured outside of the patient. The procedure was completed with another of the same devices. No patient complications were reported and patient status is reported as ok.

Manufacturer narrative:
(B)(4). The device was received in two pieces. The visual inspection reveals that the core wire fractured at 126.5cm from the distal end. All outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2011-01120. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The lesion and anatomy details are unknown. The floppy rotawire guide wire was advanced to the lesion. The rotablator burr was loaded on the guide wire, and during platforming outside of the body the guide wire became caught up inside of the catheter. The guide wire started spinning and the guide wire fractured outside of the patient. The procedure was completed with another of the same devices. No patient complications were reported and patient status is reported as ok.